Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubies were not recognized by drawer. A field service engineer (fse) found no failed drawers at the time. It was learned that half-height drawer 2-2 had been causing issues. A medication had been unloaded, but both the pocket and the medication remained in the drawer. The pharmacist removed the medication. The fse logged into the station, entered support mode, and opened the hardware testing application (hta). All pockets were released from their row board trays. The fse inspected all row board connectors and pocket connectors, finding minimal aluminum foil debris. The fse removed the drawers from the main station chassis and inspected the rear components. The drawer 2-2 retractor band showed physical scarring and was replaced. After reinstalling the drawer, reconnecting the pyxibus cable, and rebooting the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubies were ejected and not recognized by the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the cubies were ejected and not recognized by the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.